Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that the autopulse platform (B)(6) displayed fault code 41 (patient temperature sensor failure). It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed fault code 41 (patient temperature sensor failure) was confirmed in the archive data and during the initial functional testing. The most probable root cause of the reported fault code 41 was the malfunctioning temperature sensor, likely attributed to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in november 2014 and is almost 10 years old. A review of the archive data showed multiple fault codes 41 on and around the reported event date, confirming the reported complaint. The autopulse platform failed the initial functional test by displaying fault code 41 upon powering up, confirming the reported complaint. Further functional tests showed that fault code 41 occurred intermittently. During a run-in test using the large resuscitation test fixture (lrtf) for 5 minutes, no faults or errors were observed. The suspected faulty temperature sensor was replaced to address the intermittent fault code 41 occurrences. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number (B)(6).